Event description:
It was reported that during a transcatheter pulmonary valve implantation using the melody transcatheter pulmonary valve for increasing high-grade conduit stenosis, pre-stenting with a 45 mm stent and post-dilation of the stent with 20 mm and 22 mm balloons was performed. During the attempted implant of the pulmonary valve, resistance was encountered while advancing the delivery system in the right ventricle in the area of pacemaker leads, and further advancement was not possible. When the system was withdrawn, the delivery system was observed to have unintentionally opened with the ¿carrot¿ positioned behind the valve stent, and the melody valve was described as only loosely secured on the remaining balloon shaft and wire. Several attempts were made to catch the valve with the delivery system, after which the delivery system was removed and a sheath and balloon were introduced; although the valve could be positioned on the balloon, it could not be advanced into the pre-stent. Wire security measures were performed including puncture of the left groin and snaring of the wire end in the right pulmonary artery, and a decision was made to completely recover the valve. The va lve and associated equipment were pulled back into the inferior vena cava where the valve was fixed, followed by exchange to a larger sheath via a stiff wire, additional snaring of the valve, and withdrawal of the balloon, valve, and snare together with the sheath; the partially dilated valve was then made smaller again using the snare. During these retrieval maneuvers, the connection of the wire and snare dislocated the right atrial pacemaker lead. Subsequently, it was decided that the lead required revision, and with stable ventricular pacing and no hemodynamic changes, the valve would be implanted first due to concern for increased risk of renewed dislocation. A new melody 22 mm valve was implanted successfully and post-dilatation was performed with a 22 mm balloon; angiography showed optimal valve function.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: melody transcatheter pulmonary valve; product ID: pb1018; serial: (B)(6); UDI: (B)(4); manufactured date: 2025-12-18; use by date: 2027-12-18; implant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.